Manufacturer narrative:
Multiple attempts were made to obtain additional information; however, no additional information was received. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump history was missing data. There was no reported impact to the customer's blood glucose level.